Event description:
It was reported that an alert for non-sustained ventricular oversensing was received via remote transmission. Further evaluation in clinic revealed post-sensed t-wave oversensing. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.